Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative, unable to discern a noticeable leak. Recalibrated the pneumatics; all calibrated correctly. Checked the zero and the span, all satisfactory. While adjusting ddi board noticed a loud click and delta p and center mark were bouncing all over. Driver tried to start. Fs rep returned to user facility to replace ddi board, issue unresolved. Informed customer that it was either probe or driver. Clean - calibrate ddi and regulators pr2, pr6 - verify calibration and performance per 2k preventative maintenance procedure. Passed all performance checks.

Event description:
The customer reported the vent is due 2k pm and has gas leaking internally. Patient involvement is unknown.